Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that this event took place on a tuesday in (B)(6) before (B)(6). Spouse and patient had breakfast in the morning at 6:30 am, went to an early movie at 11:45 am, didn¿t have lunch until almost 2:00 pm, and patient started having a mini stroke. Patient¿s blood glucose (bg) levels was around 20-30 mg/dl while wearing the pod on the infusion site. The patient went into the hospital and stated the doctors was looking at heart issues. Patient was on a diabetic diet and does not remember medication. They did a cat scan and an MRI and found nothing wrong. The patient was in the hospital and had a 2nd stroke, patient kept telling them to just give some juice it was a sugar low. Patient was released on a wednesday.